Event description:
It was reported that the patient came in for routine follow-up. Premature battery depletion was noted, and he was later admitted for device replacement. There had been no shocks or therapies, other than the implant dfts. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported premature battery depletion. High current drain was found, which resulted in the battery reaching replacement voltage within 1 month of implant. The depleted battery and high current drain was caused by a leaky transistor on the integrated circuit (ic). Gate oxide damage to a transistor was the root cause of the leakage. It was reported that the patient came in for routine follow-up. Premature battery depletion was noted, and he was later admitted for device replacement. There had been no shocks or therapies, other than the implant dfts. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination (integrated circuit) component/subassembly failure device was out of specification in a manner that relates to event premature eri (elective replacement indicator).

Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications have been reported as a result of this event.